Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a chronic pump pocket infection on (B)(6) 2015. The patient's last wound microbiological culture was from (B)(6) 2014 which showed enterobacter cloacae that was extended-spectrum beta-lactamase (esbl) positive. The last blood culture found vancomycin-resistant enterococcus. In (B)(6) of 2013, the culture (unspecified site) was (B)(6). The patient has been on multiple courses of antibiotics including bactrim orally since (B)(6) 2014, and zosyn since (B)(6) 2014. Additional antimicrobial therapy the patient has taken in the past include: doxycycline, daptomycin, flagyl, fluconazole, levaquin, meropenem and rifampin. The patient decided to stop antibiotics and be placed in hospice care. It was reported that the lvad was functioning as intended.

Manufacturer narrative:
(B)(4).the device is not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Corrected information: upon review of the file, it was noted that date of this report was reported incorrectly. The date of this report has been updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A full evaluation (B)(4) could not be conducted, because the device was not returned for analysis and no autopsy was performed. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.